Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently admitted for implantable cardioverter-defibrillator (ICD) shock 11 times on (B)(6) 2022 for ventricular tachycardia/ventricular fibrillation. It was reported that the patient presented to the clinic with intermittent low flow alarms every 2-3 minutes from 0410 to 0433 on (B)(6) 2022 on interrogation of the device via pbu. Interrogation of the controller showed no alarms since (B)(6) 2022. The patient recalled hearing low flow alarms and feeling palpitations and dizziness at the time. Patient recalls hearing low flow alarms and feeling palpitation and dizziness at the time of alarms. Unfortunately patient's implantable cardioverter-defibrillator (ICD) did not have monitor zone set so it was unclear if patient had an arrhythmia during this time. The log file captured low flow events on (B)(6) 2022. These may not have persisted long enough to trigger a low flow alarm.

Event description:
It was reported that the patient had transient dizziness that had since resolved. The arrhythmia was not confirmed as the implantable cardioverter-defibrillator (ICD) was not set with monitor zone. The monitor zone was then set and the patient was monitored for several hours. The patient was discharged home stable with no further evidence of arrhythmias or low flow alarms. Ventricular tachycardia and ventricular fibrillation existed prior to implant and the ICD was implanted prior to pump. The arrhythmia was not thought to be device or therapy related. The arrhythmia resolved. The cause of the low flow alarms was not identified, but they resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the reported low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia (vt)/ventricular fibrillation (vf) could not conclusively be established through this evaluation. The submitted log file contained data from 10may2022 through 11may2022. The file captured low flow events on 11may2022. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.